Manufacturer narrative:
The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified, mildly tortuous left anterior descending artery. The 3.5x33mm xience alpine stent delivery system was deployed; however, during post-dilatation the stent became compressed (shortened). The patient was sent to for coronary artery bypass graft (CABG). There was no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported defective device (shortened); however, factors that may contribute to defective device (shortened) include, but are not limited to, processing and/or handling in manufacturing, handling during preparation for use, lesion characteristics, procedural technique, product size selection, severe torquing or kinking of stent (material stress/ fatigue) or interaction with the accessory devices, lesion and/or anatomy. The reported treatment appears to be related to operational context of the procedure. Additionally, a cine was received and reviewed by an abbott vascular clinical specialist. Although a conclusive cause could not be determined, the review noted that there were multiple insertions and removals of guidewires throughout the procedure. It is possible that during one of the insertions a guidewire unintentionally passed through a stent cell rather than the stent lumen. If an interventional balloon were passed over a guidewire that passed through a stent cell the result could be stent damage as observed in this procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.